Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Reprogramming was performed; however, the stimulation subsequently recurred. The left ventricular (lv) lead remains in use. It was also reported that high pacing thresholds were noted on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.